Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 206 mg/dl at the time of the call. The customer was assisted with retrieving the settings on their insulin pump. The batteries were out of the insulin pump longer than 10 minutes prior to the alarm. The customer already received a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.